Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump had a bolus anomaly. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated the pump was delivering excessive boluses. Troubleshooting was not completed and no additional information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated possible over delivery anomaly. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No possible over delivery anomaly noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Device passed the delivery accuracy test at 0.0875 inches.(B)(4).